Manufacturer narrative:
Results: the cat6 was stretched and ovalized from approximately 63.5 ¿ 122.5 cm. The device was kinked approximately 140.0 cm. The total length of the cat6 was approximately 146.0 cm. Conclusions: evaluation of the returned cat6 confirmed a kink on the distal shaft. If the device is forcefully advanced against resistance, damage such as a kink may occur. The non-penumbra sheath identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance could not be determined. This damage likely contributed to the decrease in aspiration experienced during the procedure. During functional testing, the cat6 was connected to a demonstration pump and canister and was able to aspirate liquid without an issue. Further evaluation revealed stretching and ovalizations. These damages typically occur if the cat6 is forcefully retracted against resistance. These damages were not mentioned in the reported complaint and were likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician realized that the cat6 was kinked prior to advancement into the non-penumbra sheath. The cat6 was then removed and tested in a bowl of saline solution. While testing the cat6 in the saline, the physician noted that it was not aspirating sufficiently. Therefore, the cat6 was removed and the procedure was continued using another cat6. However, the patient's chronic total occlusion (cto) was more chronic than expected and the physician decided to terminate the procedure and treat the patient with a tpa drip overnight. There was no report of an adverse effect to the patient.